Event description:
It was reported by service reported that the headend siderails were stuck and would not lock in the up position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend left and right siderails had to be replaced due to corrosion.